Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that the resident was transferred from the bed to the wheelchair with assistance of two caregivers. During the transfer the lift tipped over during use.

Manufacturer narrative:
No UDI information is available, the device was manufactured before UDI implementation. According to the information provided one caregiver was repositioning the resident into the chair when the lift tipped. The boom hit one of the caregivers on the shoulder, and the resident was dropped into the wheelchair. An indentation was observed on the resident¿s right leg, accompanied by soreness and swelling. An arjo technician inspected the lift and found a minor flat spot on the castors. However, the overall evaluation confirmed that the device was in good working condition. It was reported that during a patient transfer, one of the caregivers pulled on the spreader bar in order to reposition the resident. No further details were available as it was reported that "the information that staff provides is sketchy at best as memories fade and staff have different versions of the incident". The instructions for use for maxi 500 (001.20815 rev.15) state: "warning: never attempt to maneuver the lift by pulling on the mast, boom, actuator or patient. Doing so could cause incidents resulting in injuries." The staff used the spreader bar to maneuver the resident . Therefore, the caregivers did not follow the instructions provided in the instruction for use. Pulling on the spreader bar while repositioning a resident can disrupt the balance and stability of the lift. When the spreader bar is pulled with the resident in the sling, the center of gravity shifts. If the applied force is strong enough, it can cause the lift to loose its stability and tip over. After the incident, arjo clinical educator provided training for the staff regarding use of the lift. In summary, the arjo device meet its specifications, no issue was found related to the device tipping. The device was being used to transfer a resident when the event occurred. The complaint was deemed reportable due to the allegation that the lift began to tip during use.